Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced pain at the abutment site, subsequently the patient was administered a topical antibiotic on (B)(6) 2016.